Event description:
The patient experienced a shocking sensation on numerous occasions. Lead replacement was planned. The implantable neurostimulator was going to be replaced due to a battery depletion. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).